Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother, that the customer was hospitalized on (B)(6) 2014 due to high although one chemicals-a1c. Customer's blood glucose levels at the time of hospitalization was over 600mg/dl. The customer stated that they were vomiting and delusional. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with antibiotics for infection. Troubleshooting occurred. No additional information was provided.